Event description:
It was reported that the touchscreen was unresponsive. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate therapy for diabetes management.